Manufacturer narrative:
This device has been returned and is in the process of analysis.

Event description:
Boston scientific received information that seven months ago the cardiac resynchronization therapy defibrillator (crt-d) device showed one year battery life remaining. Currently the battery reached explant status. The clinic was concerned that it was three to four months earlier then expected. Boston scientific engineering reviewed data from the remote monitoring system and determined the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Surgical intervention has been performed as the device was explanted. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.